Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging their onetouch vita enhanced meter was displaying an error 2 message. The complaint was classified based on the customer service representative¿s documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unspecified time at night; he attempted to use the subject meter and was unable to. The patient claimed at an unknown time that night, he developed low blood glucose symptoms of ¿trembling and flush feeling.¿ he did not administer any form of treatment for his symptoms. The patient reported that he is an insulin user (unknown type/dose) and it¿s not known if he made changes to his usual diabetes management routine due to the alleged issue. No other device was available to use for testing. At the time of troubleshooting, the csr noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was resolved with troubleshooting; the meter was replaced and expected back for investigation. This complaint is being reported because the patient claims she was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (09/02/2014). The patient¿s meter has been returned on 8/20/2014 and evaluated by lifescan product analysis on 8/21/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. Tertiarily, the test strips were found to be contaminated. Quaternarily, when test strips were tested with control solution, an error 5 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.